Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The system was explanted and replaced with a trans-venous system due to the choice of the doctor and the patient. There were no additional adverse patient effects.

Manufacturer narrative:
If further information becomes available, this report will be updated.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.